Event description:
It was reported that the lead was replaced due to high impedance. It was noted that a test resistor was utilized in which no impedance issues were noted, indicating that the lead is likely the contributing factor of the high impedance. The explanted lead has not been returned to date.

Event description:
It was reported that patient generator was to be replaced due to battery depletion. The original device was not able to properly interrogate to detect high impedance due to having a depleted battery. The battery was replaced and high impedance was seen. Proper steps and troubleshooting protocol were performed during the case which showed that the new battery was in working condition and had no malfunction. It was noted that lead revision surgery will occur at a later date and that the new battery was left implanted in the patient. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.